Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) stated that the customer reported the cardiosave was intermittently losing the fiber-optic waveform. Inspection of the iabp revealed a damaged fiber-optic cable/connector assembly. The fse replaced the fiber-optic cable/connector and performed a functions test and system checkout. The fse was unable to perform battery run time test, as customer stated the iabp must be returned to clinical use before the batteries will have time to recharge. The iabp passed functional verification and safety check. The iabp was returned to the customer but not cleared for clinical use until the batteries have been replaced. We have requested update from the customer on the replacement of the batteries and the status of the iabp. If this information is provided, we will submit a supplemental report.

Event description:
While in use on a patient, the customer reported, experiencing problems with the blood pressure waveform reading with the intra-aortic balloon pump (iabp). The wave form was not correct, and was missing the digital pressure reading. The iabp did not display the source was the fiber optic. The iabp was switched to external arterial blood pressure transducer with disposable transducer and delivered therapy without incident or patient harm. There was no death or injury reported in regards to this event.